Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2006. It was reported the pt can no longer establish telemetry between the ipg and the charging system. A new charging system was sent to the pt. Attempts to obtain additional info regarding the patient's condition and/or device status since the pt received the new charging system were unsuccessful. According to the manufacturer's device registration system , the ipg remains implanted. No further pt complications were reported.